Manufacturer narrative:
Although, a serious injury is believed to have occurred, device malfunction is not suspected.

Event description:
Reporter indicated a vns patient was having pain and an increase in seizures. The vns was disabled. The pre-vns baseline seizure level is unknown. Attempts for further information from the reporter are pending.